Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. The instructions for use that accompany the device cautions that low tear strength is a characteristic of most unreinforced silicone elastomer materials, and that care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks, or tears. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device was implanted on (B)(6) 2011. According to the report the device was found to be fractured during a CT scan with one end of the catheter in the right atrium and the other end of the catheter in the hepatic vein. According to the report, the fragmented catheter was removed on (B)(6) 2016. The report stated that the doctor placed a new device in the patient 8 hours earlier to drain the csf.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Approximately 13 cm of the catheter was returned. Both ends appear to be jagged. It is unknown how or when the damage occurred. The returned segment was patent and passed leak testing. The instructions for use (IFU) that accompany the device caution that ¿low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears.¿ proteinaceous debris was observed within the interior and exterior of the catheter. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture.